Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that pacemaker exhibited undersensing. The programming changes were performed. The patient was in stable condition.